Manufacturer narrative:
Attempts to obtain additional clarifying information were unsuccessful. Specific product codes, serial numbers, dates of implant/events, as well as what constituted a "complication" and specific patient impact, were not provided. Therefore, there is insufficient information to determine a root cause or correlation between the on-x valve. If additional information becomes available, it will be evaluated and the complaint will be reopened.

Event description:
According to the email from the distributor, "I would like to inform you about a complaint of one of our customers regarding the clinical results and the complications for 5 patients out of 16 with on-x valves implanted in last 12 months. I will take all the details from the hospital and I will send it to you." Note: this investigation is relegated to the third of five patients. The following was requested from the distributor for each of the 5 patients mentioned. -specific details regarding the "complications" -date of implant, date of event, and any interventions performed -product code and serial number -pertinent patient comorbidities -current patient status the distributor responded, "unfortunately, the medical team involved in this subject didn't delivery us nothing even I insisted and I've talked with each one. They told me that they are still collecting data and when ready they will call me. I can not do other then waiting. I will send you all necessary as soon as I will have it." No further information was currently available.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the email from the distributor, "I would like to inform you about a complaint of one of our customers regarding the clinical results and the complications for (B)(4) patients out of (B)(4) with on-x valves implanted in last 12 months. I will take all the details from the hospital and I will send it to you." Note: this investigation is relegated to the (B)(4) of (B)(4) patients. The following was requested from the distributor for each of the (B)(4) patients mentioned. Specific details regarding the "complications" date of implant, date of event, and any interventions performed; product code and serial number; pertinent patient comorbidities; current patient status. The distributor responded, "unfortunately, the medical team involved in this subject didn't delivery us nothing even I insisted and I've talked with each one. They told me that they are still collecting data and when ready they will call me. I can not do other then waiting. I will send you all necessary as soon as I will have it." No further information was currently available.